Event description:
(B)(4) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain. In (B)(6) 2009, the mid left anterior descending (lad) was treated with an unknown size taxus liberte atom stent. Residual stenosis was 0%. In (B)(6) 2010, the patient was admitted with cardiac chest pain. The mid lad was treated with the placement of an unknown bare metal stent. Residual stenosis was 0%. The event was considered resolved without residual effects. No patient complications were reported and the patient was discharged 1 day later.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).